Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Weight was left blank as the customer's weight is unknown.

Event description:
The customer alleged obtaining erratic readings on a contour next ez meter. No specific readings were provided. The customer indicated that she felt dizzy, confused, unaware, and thirsty. The customer indicated that her symptoms were that of low blood glucose levels. The customer did not indicate the need for medical intervention. The customer was feeling fine during the call. The customer has been advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.